Event description:
Stored pt files were missing and diagnostic messages were seen in (B) (4) during an interrogation after the programmer software was upgraded. The device remains implanted.

Manufacturer narrative:
(B) (4) - warning message displayed after the software upgrade; some memory data was not available. Since the device remains implanted, the programmer files were reviewed. Device behavior was within specifications, this event corresponds to specific conditions when the implant software is upgraded. There was no pt safety issue and can remain implanted. (B) (4)